Manufacturer narrative:
(B)(4), the actual device was not returned; however, the customer provided three photos for analysis. The complaint of extension line/luer hub separation was able to be confirmed by the photos. The images show an extension line luer hub separated from the extension line body, however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure , staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of extension line/luer hub separation was confirmed by visual inspection of the customer supplied photos. The images show an extension line luer hub separated from the extension line body , however, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that on "(B)(6) 2023, the doctor found the extension line/luer hub separated during use on the patient." No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Event description:
It was reported that on (B)(6) 2023, the doctor found the extension line/luer hub separated during used on the patient." No patient injury, harm, or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn # (B)(4). Other remarks: n/a. Corrected data: n/a.